Event description:
The patient received a open heart transplant on (B)(6) 2017. The patient experienced bi-ventricular failure that led to the open heart transplant. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event and a direct correlation to heartmate 3 lvas, serial number (B)(4), could not be conclusively established during this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no information was provided by the account. The explanted device was not returned. No product is available for investigation. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted for worsening heart failure symptoms confirmed with right heart catheterization (rhc) on (B)(6) 2018. The patient received a open heart transplant and treated with inotropic support. No further information was reported.